Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a revision procedure, there was a setscrew and grommet issue on the implantable pulse generator (ipg) and the right ventricular (rv) lead slipped right out of header without having to be unscrewed. It was also reported that there was noise noted on the right ventricular (rv) lead during the interrogation and on stored electrograms (egm) as well as unstable thresholds, high and undefined impedance with an alert warning. The ipg remains in use and the rv lead remains in use with revision planned. No patient complications have been reported as a result of this event.